Event description:
The advocate stated that the customer's blood glucose was tested using his breeze2 meter and the readings are 200 and 300 mg/dl. His glucose was retested using another meter and the reading was 100 mg/dl. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.